Event description:
The following was reported to davol: (B)(6) 2014, pt was implanted with two ventralex hernia patches during an unspecified procedure. The mesh products were implanted into a clean site without prior infection. Post operatively the pt developed a surgical site infection. (B)(6) 2014, pt underwent explant of both patches. Following explant it was reported that the pt was treated with antibiotics and referred to an infectious disease specialist. Reportedly, the pt has completed his course of antibiotics and continues to f/u with his surgeon.

Manufacturer narrative:
Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00299 for info related to the other ventralex hernia patch implanted on (B)(6) 2014.